Manufacturer narrative:
The customer reported that the texium syringes are leaking. No sample or photo has been received for quality evaluation. The customer complaint of leakage could not be verified, however, a trend of the issue has been identified and further investigation is being done on this issue. A device history record review for model : my8030 lot number 24026389 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
It was reported that bd unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that nurse administering IV push idarubicin 25.3mg at bedside. Idarubicin came in syringe with bonded texium closed system transfer device. Per protocol, nurse added primary line of normal saline and added texium to distal end of primary tubing and attached to patient's central line. Idarubicin pushed at lowery of primary tubing. About 10 minutes into push with 13.5ml remaining, nurse noticed leakage from texium at syringe. Infusion stopped; nurse noticed a drip on patient's skin. Cleansed with soap and water. Also, when nurse went to disconnect primary tubing from central line, there was a drop of fluid at the distal end of the texium upon disconnection.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.